Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had an infection on their tongue, a biopsy had to be done because it was thought it was possible cancer. The patient did not realize that the plastic for the way it was molded was cutting their tongue. The patient's dentist said that the sharp edges was cutting the patient's tongue. Requested additional information from patient.